Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. Investigation summary: according to the information provided, it was reported that during an unknown procedure the deployment gun got stuck to the inserter of the versalok and couldn´t be removed. The complaint device was received and evaluated. The visual inspection revealed that the device is discolored/fading off, scratches and nicks were discovered. The device showed that it was heavily used and is worn. The locking/ unlocking mechanism on the gun was tested several times and it was observed that the locking mechanism was not working while operating. It was slightly move and unlocking when operate the device. Also, it was not possible to driver shaft from the versalok, it was jammed. Therefore, this complaint can be confirmed. The distal part of the driver shaft was bent. As this is a reusable device, it is possible that tissue debris was lodged inside the shaft at the distal end and without proper cleaning/ sterilization; also adding a worn internal components; the device would become rough to operate over time, which may can cause jamming. For the damage can be attribute this type of failure when the device might have been dropped or device was tapped against a hard surface on several occasions. However, it cannot be conclusively affirmed.  As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unknown procedure, it was observed that the deployment gun device got stuck to the inserter of the versalok; and could not be removed. During in-house engineering evaluation, it was determined that the driver shaft was jammed and its distal part was bent. Another device was used to complete the procedure. There were no adverse patient consequences or surgical delay reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.